Event description:
The customer reported that the system froze, gave an audible alarm and was unable to perform fluoroscopy x-ray. There is no report of injury or death associated with this event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reseated the interconnect cable. The system operates as intended.